Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings, and inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 9pm, when he obtained an inaccurate high blood glucose reading of ¿276 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also compared the ¿276 mg/dl¿ reading to the result obtained in the hospital of ¿20mg/dl¿. These results were obtained greater than 20 minutes apart. The patient reported that he manages his diabetes using fast acting insulin, long acting insulin and metformin, and made no changes to his normal diabetes management, in response to the alleged meter issue. The patient stated that ¿a short time later¿ he developed symptoms of ¿seizure lasting 1 hour 30 minutes¿. In response to the seizure the patient¿s wife telephoned the emergency services and the patient was taken to the emergency room. On arrival at the room, at 10.45 pm, the blood glucose result of ¿20 mg/dl¿ was obtained. The patient says he is not aware of what treatment he received, but he had some sort of IV fluids. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. This MDR submission includes information obtained from related (B)(4).